Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This complaint was received via the national breast implant registry. Follow up cannot be performed as no identifiable or contact information is provided in the registry. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported via nbir "capsular contracture baker grade iii" against right device. The device has been explanted and replaced.